Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Further follow up is being performed. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the device did not open distally as the patient had very tortuous anatomy. The device was retrieved and the tip was observed damaged. A new device was used to complete the procedure, and worked well as the physician placed the guide catheter more distally to provide further support to straighten the anatomy. No patient injury was reported.

Manufacturer narrative:
The device will not be returned for analysis as the facility did not retain the device. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the aneurysm treated was located in the ophthalmic segment of the right internal carotid artery.

Manufacturer narrative:
Updated evaluation code. Updated result code. Updated conclusion code. The pipeline flex delivery system was returned within the microcatheter. Approximately 1.0 cm of the distal end of the pipeline flex braid was found partially deployed outside the catheter tip. The remaining braid along with the pushwire were found stuck inside the microcatheter. For further examination, the pipeline flex delivery system was pushed out from the catheter lumen with difficulty. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the pipeline braid was found fully opened and severely frayed; while the proximal end of the braid was found fully opened with no damage. The pushwire was also found to be bent. No other anomalies were observed. Based on the customer¿s photos and the analysis findings, the customer clinical observation of failure to open could not be confirmed. We are unable to definitively determine the cause for the clinical observation. However, it is possible that the ¿damaged braid¿ and the ¿severe vessel tortuosity¿ may have contributed to the reported event. However, the cause for damage could not be determined. Additionally, from the damages seen on the catheter body (accordioning), proximal wire (bending); pipeline braid (fraying) and hypotube (stretching); suggest there was excessive force used. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.